Event description:
The customer reported the endoscopic image cannot be displayed during demonstration involving an olympus video system center. The customer suspected that the endoscopic image was not displayed due to disconnection in transmitter and receiver module. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event endoscopic image cannot be displayed was caused due to disconnection in transmitter and receiver module, and the most probable root cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.